Event description:
Additional information was received from the medical professional that high impedance was noted during the operation. After this, the lead was removed from the generator and generator diagnostics were performed. The generator diagnostics were ok and when the lead was reinserted into the generator, high impedance was observed again. At this point the lead was decided to be replaced.

Event description:
It was reported via clinic notes that the patient's generator was critically low and needed to be replaced. After the generator was replaced diagnostics were performed and high impedance was noted on the new generator during surgery. It was stated that the high impedance was due to a lead fracture. The patient was left implanted with the faulty lead and the new generator to have a revision surgery at a later date. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.

Manufacturer narrative:
(B)(4).